Event description:
It was reported that the user experienced recurrent occlusion alerts during a meal announcement while using a contact detach infusion set with manually filled cartridges, with the user suspecting the infusion site and noting a foggy appearance under the adhesive; the issue persisted across different boxes of tubing and cartridges and was ultimately resolved only after changing supplies, with plans to try an alternate site on the outer thigh. No clinical signs or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user, a guided dry run, and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow associated with the connector/coupler, with evidence consistent with a deformation-related problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.